Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not engage with the tibial tray. A different articular surface engaged the first time.